Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017- regarding a patient receiving gablofen (200mcg/ml at 456mcg/day). The indications for use included intractable spasticity and cerebral palsy. It was reported that the patient experienced withdrawal and a return of spasticity. The patient's pump reportedly had an error message indicating that a reset occurred, and the pump was in safe state. It was specified that the reset was due to low battery. The early replacement indicator (eri) was in 9 months, and the pump reportedly stopped on (B)(6) 2017. The pump was replaced and the situation was considered resolved. There were no environmental, external, or patient factors that were thought to have led to the issue. The patient's status at the time of report was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump identified that a low battery reset had occurred due to an undetermined root cause. Conclusion code no longer applies and has been updated to code. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.